Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The procedure was conducted as labeled. The physician did angiography and recognized type iii endoleak at contralateral limb. Then he did ballooning and placed another manufacturer's stent and embolized the left common iliac artery. Endoleak was little better but still maintained. The pt is being kept under observation.

Manufacturer narrative:
(B)(4) pt is kept under observation. (B)(4) endoleaks are labeled in the IFU. Event eval: still under investigation.